Manufacturer narrative:
Based on the claim against the product by the customer noting that a recoverable fault occurred, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received the usm to perform a failure analysis investigation. Failure analysis investigation was completed, and the reported failure was confirmed and replicated. When the arm was tested on an in-house system, it passed normal mode. The arm failed yaw and pitch friction speed as it was very slow, and friction speed was low. Remote logs recorded an error and 23003 which is related to error 23007 for friction on the pitch. The issue was confirmed and reproduced through the field evaluation and failure analysis investigation, indicating that the device did contribute to the customer-reported issue. This event is being reported due to the following conclusion: during a da vinci-assisted cardiac surgical procedure, the system was getting a recoverable fault. As a result, the surgeon elected to convert the procedure to open surgery.

Event description:
It was reported that during a da vinci-assisted cardiac surgical procedure, the system was getting a recoverable fault. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found a 23003 error against universal surgical manipulator (usm) 2 axis 2. Prior to calling, the customer had power cycled and hard power cycled the patient side cart (psc), but the fault came back. The customer elected to convert to an open procedure prior to calling in for assistance. The tse had the customer try to exercise axis 2 and the error still persisted. Intuitive surgical, inc. (Isi) attempted to follow-up to obtain additional information, however, no further details had been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. The universal surgical manipulator (usm) was analyzed/tested on an in-house system and passed in normal mode. Additionally, the usm was tested on a patient side cart fixture test platform (pftp), the arm failed yaw and pitch friction speed very slow and friction speed low. Remote fe recorded an error and 23003 which is related to error 23007 for friction on the pitch. As a fix to the reported problem, pitch mm, pitch hd and elbow bearings will be replaced. The complaint regarding getting ¿recoverable fault on universal surgical manipulator (usm)¿ was confirmed based on failure analysis which indicated that the device did contribute to the customer reported issue.